Event description:
Arthroscopy fluid pump apparently did not respond to the pressure sensor on the tubing, and continued to pump fluid. Procedure stopped, fluid tubing was moved to another pump where it worked appropriately.